Manufacturer narrative:
Eval results: the returned lead had a kink where all wires were broken. The kink was measured approx 26.0cm from the stimulation end. This would have caused the invalid impedance observed in the field. The lead also showed signs of instrumentation damage due to explant. Both of the fractures are consistent with an overstress condition the lead was subjected to while it was inside the pt. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report#: 1627487-2013-11574. It was reported the pt met with an sjm rep due to the scs system not performing as intended. An impedance check revealed invalid contacts. Fluoroscopic images revealed the lead (s) were kinked. As a result, the pt's leads were explanted and replaced. The replacement leads resolved the pt's issue (s).